Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1015092, medical device expiration date: 2026-03-31, device manufacture date: 2021-01-15, medical device lot #: 8090585, medical device expiration date: 2023-05-31, device manufacture date: 2018-03-31. Medical device lot #: 1096756, medical device expiration date: 2026-04-30, device manufacture date: 2021-04-06. Investigation summary: it was reported by the distributor that pieces of the rubber from the vial are being sheared off by the cannula and drawn up. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a vial of propofol with a red arrow indicating a foreign matter inside the vial. This defect can occur if the product is not being used as intended. The plastic needle product is not designed to be used with these vials. A device history record review was completed for provided material number 303345, lot numbers 1015092, 8090585 and 1096756. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula sheared the top of the rubber vial off into the medication during use. This happened 2 times each in lots 1015092, 8090585, and 1096756. The following information was provided by the initial reporter: "rubber from top of vial was sheared off with cannula and could potentially be drawn up into syringe and injected into the patient if not noticed by crna." "The rubber from the top of the medication vial is being sheared off with the cannula and going into the medication vial."